Manufacturer narrative:
Result of investigation: vyaire was not able to established the exact root cause of the reported issue. Update received from customer that the issue is resolved with a new iflow sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it showed that there was no phase 0 in three circuit tests that was performed. The circuit test zero calibration date were invalid, fallback to old data" and the calibration of proximal flow sensor in expiration direction was skipped in these tests. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 circuit test skipped flow sensor calibration in expiration direction and alarm 121 "actual volume minute is less than lower limit" occurred when it was used during catheterization. The customer confirmed that there was no patient harm associated with the reported event.